Event description:
A customer reported an event of a "strong smell" (odor) and "smoke" (haze) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Further review of this file has determined this complaint to be a duplicate of the event reported on (B)(4), MDR report #2084725-2016-00770. Please refer to MDR report #2084725-2016-00770 for details regarding this issue.